Event description:
Information was received from the nurse that the patient has infections very regularly due to his cystic fibrosis. He was treated for an infection with antibiotics the first time that settings were increased due to inflammatory markers being elevated slightly. It was indicated that the chest was where the infection was. Although the only sign of a chest infection was slight raised inflammatory markers and increase in seizures. The increase in seizures has been reported in MFR report #1644487-2019-01955. During follow-up with the nurse, it was confirmed that there was no infection at the generator site.

Event description:
It was reported by the nurse of the patient that the physician asked for the device to be programmed off for a month in order to determine the patient's pre-vns baseline which would also give time for the antibiotics to finish up the chest infection to clear up. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. Sterilization was confirmed to have occurred prior to the device being distributed. No additional relevant information has been received to date.